Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced postprandial hyperglycemia with daily fluctuations into the low to mid 200 mg/dl range and expressed anxiety when glucose reached 150¿160 mg/dl; a concurrent fingerstick measured 167 mg/dl, and the device was an ilet pump. Symptoms included hyperglycemia with associated anxiety. Outcomes included no reported injury, no medical intervention beyond education, and no hospitalization. Investigation included customer support review and troubleshooting with user education regarding target settings, meal announcements, and safe activity practices, and additional training was scheduled. Investigation of this case revealed no device malfunction or alarm activity and no device component issues were identified; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.